Event description:
It was reported that the customer was taken by ambulance to the hospital on (B)(6) 2014 due to high blood glucose levels. Customer's blood glucose levels at the time of hospitalization 1000mg/dl. The customer was wearing the insulin pump at the time of hospitalization. Customer was treated with insulin drip. Customer declined to troubleshoot the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.